Event description:
It was reported that cartridge was damaged at vial adapter and that issue occurred multiple times over previous two weeks, but cartridge was not loaded onto pump or used for insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer changed cartridge, successfully resumed insulin therapy, requested replacement cartridges, and technical support arranged shipment of replacement cartridges while damaged cartridge remained unavailable for return.